Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No additional information was provided.

Event description:
The customer reported that the stenoscop system would not boot up. No patient injury was reported.